Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.

Event description:
Information received indicates the bed exit tape switches were stuck closed and would not open when weight was removed from the bed.